Event description:
The customer reported that after pipetting an htlv microwell plate, low reagent volume was observed on well h2 on plate ID eg0525. No error was reported. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 00434089.